Manufacturer narrative:
Exact date unknown, event occurred two years ago. Explant date: 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 17374088.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.